Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). No further information has been obtained despite good faith efforts. This device remains in service. No adverse patient effects were reported.